Event description:
It was reported that, "rep was opening the package and there was very little glue to hold the wrapper to the container. Started to peel back and no resistance felt. Looking at package can see very little adhesive on container itself. Did not use as was concerned about the steril barrier. Used a different implant."